Event description:
It was reported that the lead was explanted and replaced due to lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.